Event description:
During a knee revision, the surgeon noticed a horizontal line/groove on the medial side of a #6 left cr cemented femoral component. The surgeon also noticed extreme wear on the medial side of a#6 9mm cs poly insert and wear on the symmetrical 39x11mm patella. While removing the left femoral component from the pt¿s femur, the surgeon was able to remove the broken femoral section of the component. Femoral component, tibial poly insert and the patella were replaced.

Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon patella was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical history or operative data were provided for review outside of photos and a preoperative x-ray. A patient underwent revision of a tka for unknown reasons. The intraoperative photos showed a broken medial femoral condyle of a triathlon cr femoral component and severe wear of the tibial polyethylene. The femoral implant did not appear to be bonded to the underlying cement. The preoperative x-ray appeared to show wear of the medial side of the polyethylene. Event confirmation: a broken medial femoral condyle of a triathlon cr femoral component can be confirmed. Wear of the medial polyethylene can be confirmed. Wear of the patellar polyethylene cannot be confirmed. Root cause: the root cause of the polyethylene wear was likely the roughened metal caused by the fracture line. The root cause of the metallic fracture cannot be determined." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the femoral component and wear of both polyethylene insert and patellar component. Visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. It is likely that the damage to the poly components was caused by contact/articulation with the fractured surface of the femoral component. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a knee revision, the surgeon noticed a horizontal line/groove on the medial side of a #6 left cr cemented femoral component. The surgeon also noticed extreme wear on the medial side of a#6 9mm cs poly insert and wear on the symmetrical 39x11mm patella. While removing the left femoral component from the pt¿s femur, the surgeon was able to remove the broken femoral section of the component. Femoral component, tibial poly insert and the patella were replaced.